Manufacturer narrative:
H6: evaluation conclusion codes: updated.

Event description:
It was reported that balloon ruptured and difficult to remove occurred requiring intervention. An 8.0x20x135 cm express ld was selected for use. During the procedure, the balloon ruptured upon inflation at 10 atmospheres (atm) and fragments could not be removed. Two days later, embolization occurred.

Manufacturer narrative:
H6 - impact codes: corrected. H6 - device codes: corrected.

Event description:
It was reported that balloon ruptured and difficult to remove occurred requiring intervention. An 8.0x20x135 cm express ld was selected for use. During the procedure, the balloon ruptured upon inflation at 10 atmospheres (atm) and fragments could not be removed. Two days later, embolization occurred. It was further reported that no additional intervention was performed to remove the balloon fragments which remained inside the patient.

Event description:
It was reported that balloon ruptured and difficult to remove occurred requiring intervention. An 8.0x20x135 cm express ld was selected for use. During the procedure, the balloon ruptured upon inflation at 10 atmospheres (atm) and fragments could not be removed. Two days later, embolization occurred.